Event description:
It was reported that after the pt fell during walking with the wheeled walker 2 weeks after the implantation, the femur fracture in the lesser trochanter was verified by the x-ray. It is unk if the pt fell due to the femur fracture or another factor. The pt was revised.

Manufacturer narrative:
(B) (4). Eval summary: it is unk if the device was implanted with the correct orientation and correct fit as indicated in surgical technique (B) (4). Possible causes of such an early femur fracture may be due to one or a combination of the following (but not limited to) : rasping technique, inadequate press fit between stem and femur, pt activity (post-op), poor bone quality, incorrect implant size selection. It is also possible the fall may have been a major contributing factor in the femur fracture. However, it is not possible to definitively determine the root cause of femur fracture at this time. The post-op a/p x-ray images taken prior to the alleged event show potential gaps in the critical areas mentioned which may have stressed the femur in unintended locations and lead to early post-op fracture. The stem also appears to be in a slightly varus position which may have been a contributing factor. Based on the a/p c-ray images the fit between the entire stem plasma spray region and the metaphyseal region of the femur cannot be assessed. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.